Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on both the atrial and ventricular leads. There were periods with no atrial pacing. The physician was unable to distinguish real events due to the noise on the ventricular lead. Related manufacturer reference number: 2017865-2021-09663.